Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital due to intra-vascular infection with leads vegetations probably related to a foot ulcer. The implantable cardioverter defibrillator system was explanted.